Event description:
Customer reported observing low reagent volume in well a4 when performing the ot htvl I/ii elisa using summit. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the complaint. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.